Event description:
Senseonics was made aware of an incident where user reported receiving a "sensor temperature too low" alert, even though they were not in a cold environment at the time. An RMA was authorized for return of sensor for futher investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.